Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. A kink was also noted on the driveshaft connection. Subsequently, the proximal portion of the catheter was cut and the device was completely removed from the patient's body and completed the procedure with another of the same burr. No patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The sheath, coil and burr were microscopically and visually examined. The reported handshake connection kinked could not be confirmed as the handshake connection was not returned. The drive shaft was cut by the customer 132.1cm from the burr, and the sheath was cut by the customer 114.3cm from the burr as reported. The annulus is damaged/dented. This type of damage is consistent with damage caused by the interaction of a guidewire. The shaft and wire were soaked for 4 days in attempt to remove the related wire, but the wire was not able to be removed. There is an excessive amount of blood in-between the sheath and the drive shaft; therefore the coils under the sheath could not be analyzed. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that there was no damage with the rotawire and that the physician intentionally cut both the rotaburr and the rotawire.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ burr was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. A kink was also noted on the driveshaft connection. Subsequently, the proximal portion of the catheter was cut and the device was completely removed from the patient's body and completed the procedure with another of the same burr. No patient complications reported and the patient's condition was stable.